Event description:
Medtronic received information regarding a navigation system used outside a procedure. It was reported that the system appeared to have a reduced tracking field. The initial report that was received was that it was not recognizing instruments, but in troubleshooting it was found that the system was seeing the trackers (both non-invasive patient tracker and instrument trackers, in all ports) but when attempting to register, the bert head only tracked in half of the expected tracking field. The manufacturer representative (rep) swapped to a new emitter and the issue persisted. Attempted to minimize the application to check em interface but was unsuccessful. A new breakout box was swapped but did not resolve the issue, however, when he moved the entire system to a different area in the room the system functioned as intended with the original emitter and breakout box as well as with his trunk stock parts. It was suspected there was metal interference. No patient present.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733467, software version #: 2.3 h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.